Event description:
Rptr states wheel locks will not stay tight on frame due to the design on the wheel lock clamp. One end user fell out of chair when transferring from chair as the wheel locks did not hold and the chair moved. Also because of the rock shox. This is an issue with pressure in the back, engaging the shock, then moving forward to transfer and the wheel lock "slipping".